Event description:
Device malfunction: device stuck. Time of device malfunction: during pre-closing. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide attempted suture placement prior to an aortic valve plasty procedure. During the pre-close technique attempt, the needles were deployed, but would not retract. The proglide became stuck. The lever was opened and closed several times in an effort to part the foot. The device was ultimately removed with applied force. The patient was reported to be very sick and during the aortic valve plasty procedure the patient died. The physician stated that the patient's death was not related to the access site closing procedure or the proglide device. The patient had a history of prior arteriotomy in the target groin, resulting in scar tissue. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.